Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the breath delivery unit central processing unit (bdu cpu). The ventilator then passed all performed tests.

Event description:
It was reported that the ventilator stopped cycling while in patient use. There is no report of patient harm associated with this event.